Manufacturer narrative:
A1: patient identifier: (B)(6).

Event description:
Respond edge study. It was reported that left bundle branch block(lbbb), confusion, atrial fibrillation(af), and anemia occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was not on any prior regimen of aspirin or other antiplatelets at the time of the index procedure. The subject received a loading dose of 300 mg of aspirin. A lotus introducer sheath was placed, and the native aortic valve was treated with balloon valvuloplasty(bav), according to the instructions for use(IFU). No conduction disturbances were noted post bav. Bav was followed by deployment of the 27 mm lotus edge valve into the proper anatomical location. Post procedure event summary: on the same day, post index procedure, the subject developed left bundle branch block. One (1) day post index procedure, the subject seemed to be confused. The subject was oriented to a person but not to place. Computed tomography(CT) of the head revealed, no acute intracranial pathology. The subject was then diagnosed with delirium. Two (2) days post index procedure, electrocardiogram(ECG) revealed left bundle branch block, and new onset of atrial fibrillation (af) with rapid ventricular response. Bisoprolol was started to treat the af. Telemetry was kept on for rhythm monitoring. At the time of reporting, the lbbb, af, and anemia were considered recovering. Six (6) days post index procedure, the subject was diagnosed with normocytic anemia. Two (2) units packed red blood cells (prbc)s were transfused to treat the event. At the time of reporting the event was considered recovering/resolving. Eight (8) days post index procedure, the event of confusion was considered recovered and the subject discharged home on an anticoagulant. It was further reported that the subject had a known history of normocytic anemia and therefore the anemia is not related to the lotus edge valve.

Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that left bundle branch block(lbbb), confusion, atrial fibrillation(af), and anemia occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was not on any prior regimen of aspirin or other antiplatelets at the time of the index procedure. The subject received a loading dose of 300 mg of aspirin. A lotus introducer sheath was placed, and the native aortic valve was treated with balloon valvuloplasty(bav), according to the instructions for use(IFU). No conduction disturbances were noted post bav. Bav was followed by deployment of the 27 mm lotus edge valve into the proper anatomical location. Post procedure event summary: on the same day, post index procedure, the subject developed left bundle branch block. One (1) day post index procedure, the subject seemed to be confused. The subject was oriented to a person but not to place. Computed tomography(CT) of the head revealed, no acute intracranial pathology. The subject was then diagnosed with delirium. Two (2) days post index procedure, electrocardiogram(ECG) revealed left bundle branch block, and new onset of atrial fibrillation (af) with rapid ventricular response. Bisoprolol was started to treat the af. Telemetry was kept on for rhythm monitoring. At the time of reporting, the lbbb, af, and anemia were considered recovering. Six (6) days post index procedure, the subject was diagnosed with normocytic anemia. Two (2) units packed red blood cells (prbc)s were transfused to treat the event. At the time of reporting the event was considered recovering/resolving. Eight (8) days post index procedure, the event of confusion was considered recovered and the subject discharged home on an anticoagulant.